Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited helix extension issue and high impedance. No adverse patient effects were reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Correction: b3 field: date of event, d6a field: implant date and d6b field: explant date were updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix difficulty allegation was confirmed, dried blood in the helix housing prevented direct test of the helix mechanism. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of difficult/unable to extend/retract helix and pacing impedance high.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited helix extension issue and high impedance. No adverse patient effects were reported. The product is expected to be returned for analysis. Additional information from the sales representative indicates the lead will not be returned as it was discarded by the facility operator. The product was returned for analysis.